Event description:
The customer called to report motor error alarms. The customer then stated she was hospitalized for high blood glucose on two occasions. The reported blood glucose reading was 501 mg/dl during the call. It was also stated that insulin pump had been exposed to MRI scans, x-ray scans and nuclear stress tests. The customer was unable to perform the displacement test at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.